Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, noise episodes on the atrial channel were reported. It's anticipated that programming changes recommended by technical services will be performed to resolve the issue. The patient was stable.

Event description:
The device was reprogrammed to resolve the event and the patient was stable.